Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a drainage procedure performed on (B)(6) 2024. During the procedure, the second flange was deployed; however, the second flange got caught on the delivery system which resulted in the stent moving out of its position and into the stomach. The stent was removed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of deliver system difficult to remove. Block h10: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. The delivery system was inspected, and no damages were noted. The reported events of delivery system difficult to remove and stent positioning issue cannot be confirmed; the analysis of the device did not identify any evidence of the alleged problems. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, improper axios stent placement is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Based on the available information, there is not enough information to confirm the reported events of delivery system difficult to remove and stent positioning issue; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a drainage procedure performed on (B)(6) 2024. During the procedure, the second flange was deployed; however, the second flange got caught on the delivery system which resulted in the stent moving out of its position and into the stomach. The stent was removed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150207 captures the reportable event of deliver system difficult to remove.